Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that the programmer had a power failure (smoke), the isolated power supply was a complete failure. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the smoke was coming out of the programmer. The programmer was returned for service. There was no patient involvement.